Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a resolution clip device was used during a colonoscopy procedure. According to the complainant, during the colonoscopy procedure, the resolution clip was inserted into the colonoscope and positioned within the colon to treat an active bleed. However, during clip placement, the clip prematurely locked closed. When the operator attempted to deploy the clip, the clip failed to release from the catheter. The entire clipping device was removed from the patient. The account reported no visible damage to the device. There were no patient complications as a result of this event. The patient was reported to be "fine" at the conclusion of this procedure.

Manufacturer narrative:
A visual examination of the returned device found that the clip assembly was fully deployed; the control wire was separated per design. The clip assembly was not returned with the device. Based on the evaluation conducted and the details of the complaint, the most probable root cause is operational context. It is likely that the failure of the clip to release from the catheter may be due to anatomical/procedural factors encountered during the procedure. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on august 18, 2010 that a resolution clip device was used during a colonoscopy procedure. According to the complainant, during the colonoscopy procedure, the resolution clip was inserted into the colonoscope and positioned within the colon to treat an active bleed. However, during clip placement, the clip prematurely locked closed. When the operator attempted to deploy the clip, the clip failed to release from the catheter. The entire clipping device was removed from the patient. The account reported no visible damage to the device. There were no patient complications as a result of this event. The patient was reported to be "fine" at the conclusion of this procedure.